Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color reload was used at the base of appendix? How was the mesoappendix divided? Was the appendix and mesoappendix taken in one or two firings? Were any staple formation issues noted in initial procedure? Please describe staple form in reoperation. Is the pathology specimen available for analysis by ethicon? Does the surgeon believe that a fecalith was within the firing? Can you confirm that the staple line was placed on the cecum in the photo? Was the patient discharged and readmitted? What is the current patient status? One picture was provided; picture received shows a piece of tissue with a skin aperture. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that seven days after a laparoscopic appendectomy procedure the patient was not feeling well and was brought in to perform an exploratory laparoscopy. The surgeon found that the staple line from the original surgery had split open. The surgeon re-resected and reformed the anastamosis using an unspecified device. The patient was found to be hypotensive and is currently in the ICU on a dopamine drip and is under observation. No blood product was administered.